Manufacturer narrative:
296495 evaluation statement: the reported event of an issue programming a bolus could not be confirmed. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that their anesthesia group had an issue with programming a bolus that ended concurrent with the end of the vtbi and how the pump responds at the end of the bolus. Their internal investigation determined that this is normal operation based on information in the dfu. This seems to move the issue from a newly discovered equipment flaw to a newly discovered operating feature that the clinicians find problematic. There was no report of harm.